Event description:
Pt was being treated (retinal tears) using the laser. The dr was using laser power suitable for such treatment according to his criterium. Suddenly a very strong laser shot occurred and the pt screamed with pain and jumped. A hole was developed on the laser's impact point on the pt's retina and a hemorrhagic situation started to develop. The dr stopped the treatment and acted clinically. The pt was observed for several days after, the hemmorrhage was small and became absorbed. No major consequences were observed concerning the sight or the structure of the pt's eye. Dr reported to hgm distributor, in 2001, that pt has no special problem that could be related with the incident.